Event description:
Analysis of the returned lead portion was completed. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted and there was no evidence to suggest an anomaly with the returned portions of the device. Note that since a large portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation cannot be made on that portion of the lead.

Event description:
It was reported that the vns patient underwent surgery on (B)(6) 2015 to explant her device due to pain. Review of the available programming and diagnostic history showed that the patient's device was disabled on (B)(6) 2009 and was never ramped up to a output current greater than 0.75ma prior to disablement. The explanted generator and lead were returned to the manufacturer for analysis. The generator septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. Monitoring of the device output signal showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current . The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. There were no anomalies found with the pulse generator. Analysis of the lead is currently underway.